Event description:
It was reported the patient experienced hematoma that had been drained four times by the hcp. The patient stated that there was still a lump on his back that was uncomfortable. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.